Manufacturer narrative:
Upon examination of the device it was found that the locking pin that holds the distal tip in place was missing. The condition of the metal at the locking pin location indicates that at some time in the past an attempt had been made to remove the locking pin. Further examination of the instrument revealed that other locking pins at the ratchet were damaged as if an attempt had been made to remove them. In addition, a set screw that was found on the instrument was not an original component.